Event description:
It was reported that the interbody device was broken during impaction of the implant holder. The damaged implant was removed and replaced with no further complications. No pt complications were reported.

Manufacturer narrative:
The device has not been returned to medtronic for eval. A review of the device history records found no documentation to indicate a non-conformance to specification. Unable to determine cause of the event.